Event description:
It was reported that while programming the device after definitive implant, the physician noticed that left side impedances were high. Even at 3v, an electrode impedance test showed all values > 40000 ohms. Impedances had not been tested intraoperatively. The pt outcome was reported as "well". Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).